Event description:
A nurse reported that before cataract surgery with iol implantation that the lens did not advance in the company cartridge and a back up lens was used and loaded with another company cartridge. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).